Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxt300 intraocular lens (iol) was implanted in the patient¿s left eye but was planned to be explanted about four (4) months later due to the patient being unhappy and experiencing positive dysphotopsia, continuous sparkling vision, halos, and additional comments were minimal refractive error. However, it was learned that the planned explant was canceled for unknown reason. Visual acuity pre-operative: 20/40 right eye (od), 20/25 left eye (os). Visual acuity post-operative: 20/25 both eyes (ou). No other information was provided.